Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) patient experienced an infection. It was further reported that the right ventricular (rv) lead exhibited high thresholds and loss of capture. The ipg system was explanted and replaced. It was noted that asternotomy was required. No further patient complications have been reported as a result of this event.